Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was reported to be in the mid 400s mg/dl. Insulin injections were used to address the bg level. The customer indicated that two days of occlusions were not recorded in the pump history. Tandem technical support reviewed the pump t:connect data and found that the data had no occlusions recorded for (B)(6) 2016. The customer had traveled overseas at the time of the missing data. Although this cannot be confirmed, the date change may have possibly contributed to data being "overwritten" if the same date was logged in twice in the history. The customer disagreed and stated the pump history and logs were incorrect.